Event description:
The customer noticed when she tested her blood glucose that her units of measure were wrong. It was verified the meter was set in mmol/l. Even though the customer stated the units of measure were wrong, she did adjust her medication based on the mmol/l readings. She did not allege any adverse events. She was able to reset the meter to mg/dl. The meter is to be returned, and a replacement meter will be sent.